Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the implantable cardioverter defibrillator (ICD) showed post paced t wave over-sensing. No interventions were made. The patient was stable.